Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjo hospital equipment (B)(4). Add'l info will be provided upon completion of the MFR's investigation.

Event description:
An arjohuntleigh investigator inspected unit, found the bolts that hold stretcher to assay base loose, side rail bent, tightened screws and replaced side rail. Tested on service. This equipment was voluntarily tagged out for service by the customer and not used with patients.